Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1a7rj, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 31-aug-2020, UDI#: (B)(4), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they fell on their face and "outstretched" their arms while camping. The patient's reason for calling was to report a shocking sensation after doing an exercise to help their bad back (back issue is not related to device/therapy). They added that they were doing an exercise where they used their left arm to pull their knee up and toward their body. They added that they were getting "shock after shock" after this exercise. The patient's therapist instructed them to stop for a minute, but the shock kept coming. They also noted getting a shock when they put a ball between their legs and getting a shock while walking around. The patient noted that they turned the ins off and has not turned it back on yet; they don't feel the shocking sensation and they are afraid to turn it back on fearing that it will shock them. The patient then mentioned that they were informed by their healthcare provider (hcp) at an appointment on (B)(6) 2019 that a lead broke. The patient also noted that the battery will need to be replaced as it only had one year left when they went to their hcp. They didn't allege a dissatisfaction of battery longevity and inquired about the ins replace ment procedure. As a result of what was reported, the patient was redirected to their hcp to check the ins. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that for 4-5 days, after an unrelated surgery she felt really good, but all of a sudden, the ins site started hurting. Patient states that the issue w/ the implant site has been progressing a little bit more each day, and she cannot call the hcp who did the surgery since they are closed. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 3889-28, lot# va1a7rj, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.